Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. On march event date, the pt was admitted to a medical center with drainage and small abscess at the puncture site. Blood and wound cultures were taken. Both the blood and wound culture were positive for streptococcus. The patient was treated with oral and then IV antibiotics. The patient had become septic, but was stable at the time of report. No further complication were reported.